Event description:
Customer alleged blood glucose results of 370 mg/dl and lo (less than 10 mg/dl) when testing was performed back to back on the advantage system. The customer reported having low blood glucose symptoms and self-treated with orange juice and dr. Pepper. Customer stated she felt better within 10-15 mins. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.